Event description:
It was reported that the pump had reached end of life (eol)/end of service (eos). It was stated that the eol / eos was within the expected longevity range. The reporter noted the pump was last refilled in (B)(6). The patient was evaluated on the date of the report and upon interrogation it showed, "attn terminal event -- eos occurred"; eri also occurred, and the ¿schedule to replace by¿ date was listed as (B)(6) 2013. The reporter was concerned that there were no audible alarms. The patient experienced ¿a little bit of increased tone¿ the past couple of days. The pump system was being used to deliver gablofen. It was later reported that baclofen withdrawal syndrome was managed with oral baclofen and intravenous ativan. The pump was replaced.

Manufacturer narrative:
Concomitant medical products: product ID 8575, lot# j0206282r, implanted: (B)(6) 2002, product type: accessory; product ID 8709, lot# j11268r16, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).